Manufacturer narrative:
(B)(4)

Event description:
It was reported that during routine follow-up, the atrial lead exhibited noise. The lead was capped and replaced during a device change out. The patient was stable post procedure.